Event description:
The pt stated that she had a large air bubble in her insulin cartridge. The pt was instructed how to move the bubble to the top of the cartridge and she was then instructed to prime the bubble out of the cartridge. The infusion device alarmed e10 (cartridge error). The pt was instructed to remove the cartridge from the infusion device and to rewind the piston rod. The pt was educated how to properly insert the cartridge into the infusion device. The pt was instructed to again prime the bubble out of the cartridge but was unable to move the bubble. The pt was instructed to remove the cartridge from the infusion device and to press the plunger of the cartridge to move the bubble. She then reinserted the cartridge into the infusion device and stated that there were also bubbles in her infusion tubing. She was instructed how to prime the bubbles out of the tubing. No physiological effects were reported. Upon follow up, the pt stated that her infusion device was functioning properly and she had not experienced any further air bubbles. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.